Manufacturer narrative:
The motor control unit 2305, type 2305001, was examined in the specialist department. It was found that the connection cable to the motor boards on the processor card was not plugged in. The device immediately goes into fault mode during the self-test. The cause of this error cannot be determined. The motor control unit 2305, type 2305001, sn # (B)(6), was manufactured on february 29, 2024, with a quantity of (B)(4) units and delivered to the customer on june 12, 2024. A review of the production schedules did not reveal any abnormalities in the manufacturing process. According to the instructions for use ga-a304 / en / us / v1.0 / 2022-09, the user is advised in chapter 5 that the motor control unit and the system must be visually inspected and checked for proper functioning before and after each use. In our risk analysis e5-1, v00, potential hazards triggered by a loss of function were considered with the corresponding extent of damage and the assumed probability of occurrence and assessed as an acceptable risk. Since this error is normally detected during the self-test before use, the risk assessment remains valid in view of the facts described. The inspection of the motor control unit did not reveal any systematic defects from a manufacturing or design perspective. Based on the results described above, this is considered an isolated case that cannot be traced. No further measures are being considered in relation to the test results.

Event description:
The customer reported the following: during the patient's anesthesia, shortly before the scheduled surgery, an error message appeared when attempting to connect the drill to the shaver system. This resulted in the patient's awakening and the cancellation of the procedure. There were no reported injuries to patient/users or third parties. No information is available about the type of procedure, or the measures taken during the incident. However, as the procedure was aborted, the three subsequent procedures were also cancelled.